Event description:
The customer received a questionable magnesium result for one patient sample processed by the modular preanalytic analyzer (mpa). The initial result was 0.4 mg/dl and was reported outside the laboratory. On (B)(6) 2013, the patient was redrawn. The magnesium result was 1.5 mg/dl on another analytical p module. This result prompted the tech to pull the primary sample from (B)(6) 2013 and repeat testing. The sample was repeated on the integra analyzer and the result was 1.3 mg/dl. The repeat result was believed to be correct. The patient was prescribed milk of magnesia due to the initial erroneous result. The patient was not harmed due to the treatment. The magnesium reagent lot number was 67097601 with an expiration date of 07/31/2014. The field service representative found there was low detergent level in the cell rinse. He adjusted the levels for the cell rinse mechanism and checked the alignments of the probes. The customer verified controls per laboratory qc program. The field service representative verified a precision run.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.